Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer the keypad on the customer's insulin pump was not responding. The customer's blood glucose level was not known. The customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and a cracked reservoir tube.